Event description:
Oversensing was noted on this lead. It was decided to continue ICD-system monitoring. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. Update 14. Jul 2025: on (B)(6) 2025 this lead was capped and a new lead implanted. Also, the ICD was replaced due to 35 shocks delivered on noise that lead the ICD to eos. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2024 and (B)(6) 2025 recorded the slightly decreasing pacing impedance from initially 1800 ohms to approx. 1600 ohms. Furthermore the shock impedance showed slightly varying values around 100 ohms. The analysis of the provided iegm episode no. 44 revealed artifacts on the rv channel, which led to the reported oversensing as well as inappropriate shock deliveries. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.